Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('right essure device was in the uterus/right micro-insert appears to be in the endo canal'), pelvic pain ('physical pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'). In an adult female patient who had essure (batch no. 626152), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: vaginal haemorrhage, uterine fibroid, lower abdominal pain, venereal disease nos, blood pressure high, anemia, vaginitis, dysmenorrhea and ovarian cyst. Concomitant products included: lisinopril for blood pressure high as well as intrauterine contraceptive device (paragard) until (B)(6) 2008, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and hysteroscopy with also removal of the essure device, bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, depression and anxiety outcome was unknown. And the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in insertion date: (B)(6) 2013. Have you had, your essure (or any part of the device) removed? No. (Discrepancy noted in pfs). Discrepancy noted, in essure confirmation test: hsg results were provided, while the current version states that, she did not undergo confirmation test. She received treatment for events pain, bleeding. Reported essure device seen in the uterus. And also reported in removal details findings, there was no evidence of iud in the uterus or perforated out. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded; on (B)(6) 2008, apparent bilateral fallopian tube occlusion with the left microinsert remaining in the fallopian tube in satisfactory position. The right micro-insert appears to be in the endo canal. Although this could be an unusual position of the right fallopian tube as well. No intraperitoneal spill of contrast evident bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, medical history, lab data added. Event: right essure device was in the uterus/right micro-insert appears to be in the endo canal added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure device was in the uterus/right micro-insert appears to be in the endo canal'), pelvic pain ('physical pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, uterine fibroid, lower abdominal pain, venereal disease nos, blood pressure high, anemia, vaginitis, dysmenorrhea and ovarian cyst. Concomitant products included lisinopril for blood pressure high as well as intrauterine contraceptive device (paragard) until (B)(6) 2008, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and hysteroscopy with also removal of the essure device, bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, depression and anxiety outcome was unknown and the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Discrepancy noted in essure confirmation test - hsg results were provided while the current version states that, she did not undergo confirmation test. She received treatment for events pain, bleeding. Reported essure device seen in the uterus and also reported in removal details findings there was no evidence of iud in the uterus or perforated out. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: apparent bilateral fallopian tube occlusion with the left microinsert remaining in the fallopian tube in satisfactory position. The right micro-insert appears to be in the endo canal although this could be an unusual position of the right fallopian tube as well. No intraperitoneal spill of contrast evident bilaterally.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Lot number: 626152 manufacturing date: 2007-10 expiration date: 2010-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events added: pelvic/abdominal pain, psych injury, general abnormal bleeding were added. Insertion details were updated. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, uterine fibroid, lower abdominal pain, venereal disease nos, blood pressure high, anemia and vaginitis. Concomitant products included lisinopril for blood pressure high as well as intrauterine contraceptive device (paragard) until (B)(6) 2008, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Discrepancy noted in essure confirmation test - hsg results were provided while the current version states that, she did not undergo confirmation test. She received treatment for events pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events abnormal bleeding (vaginal, menorrhagia). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, uterine fibroid, lower abdominal pain, venereal disease nos, blood pressure high, anemia and vaginitis. Concomitant products included lisinopril for blood pressure high as well as intrauterine contraceptive device (paragard) until (B)(6) 2008, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Discrepancy noted in essure confirmation test - hsg results were provided while the current version states that, she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received- new events-" abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish", patient demography, medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, uterine fibroid, lower abdominal pain, venereal disease nos, blood pressure high, anemia and vaginitis. Concomitant products included lisinopril for blood pressure high as well as intrauterine contraceptive device (paragard) until (B)(6) 2008, medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2010, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Discrepancy noted in essure confirmation test - hsg results were provided while the current version states that, she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.